Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that after bending over, there was a loss of stimulation and a tearing sensation at the implantable neurostimulator (ins) site/in the pocket. Interrogation was not possible due to a depleted ins. The patient called in to obtain a new charger/charging cable for the wall end. The patient reported they were having charging issues up to 6 months ago. Today the ins was not charged. The rep was unable to interrogate. The physician programmer would not communicate. It was unknown if the implantable neurostimulator recharger (insr) would communicate with the ins. Also reported turning off device. The patient did not remember the last successful recharge session. The rep would meet with patient tomorrow to attempt to charge and interrogate/confirm overdischarge. The onset of the loss of stimulation was sudden in nature. It was further reported that the overdischarge was resolved with the new cord, a power on reset (por) was cleared and therapy resumed. The indication for therapy was complex reg pain syndrome type I and spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.